Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with silent ischemia and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 95% stenosis and was 76 mm long, with a reference vessel diameter of 2.7 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 28 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Thirteen days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed.

Event description:
Promus premier china registry it was reported that the patient died. In january 2019, the subject presented with silent ischemia and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 95% stenosis and was 76 mm long, with a reference vessel diameter of 2.7 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 28 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Thirteen days later, the subject was discharged on aspirin and clopidogrel. In january 2023, the subject died. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed. It was further reported that the device used was a 2.50mm x 28mm promus premier stent system.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).